Event description:
Distraction device implanted on (B) (6)2008. Revision surgery done (B) (6)2008, as the housing broke on the right side.

Manufacturer narrative:
Doctor speculated the family rotated the distractor the wrong way and stripped/broke the housing. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent. A second revision surgery was needed, see 1032347-2008-0007. The user facility is foreign; therefore, a facility medwatch report will not be available.